Event description:
On april, 2026, senseonics was made aware of an incident in which the user reported symptoms at the sensor insertion site, including bleeding, drainage, pain, itching, and an open-appearing incision. The user's healthcare provider was not aware of the event at the time of initial contact, and the user was advised to follow up for medical evaluation and guidance. During subsequent follow-up, the user reported that the symptoms had improved and no additional concerns were noted.

Manufacturer narrative:
A review of the device's manufacturing records indicated that the original sensor lot met all requirements including sterilization requirements for release. Development of infection at the insertion site is a known and anticipated potential adverse effect and does not require additional investigation. The user did not report that the symptoms led to removal of the sensor. Per review of the data management system, the user was not actively using the eversense system.